Event description:
Pt was having stent placed. Unfortunately, while removing the wire the prolapsed portion of the wire apparently went under the stent strut, caught the wire, accordioned the stent slightly and trapped the wire. Considerable efforts were undertaken to attempt to remove the wire. Ultimately the tip of the wire finally broke and remains in the struts of the 2.5 x 23 xience stent, distally. The pt will f/u clinically for further decisions/ options for this in the future.